Event description:
It was reported that a patient was never sure that the device had worked. She never had therapeutic effect and never found the device helpful. The patient was recently told by her healthcare professional about a month ago that her battery was not working at present and had stopped. Both her doctor and her manufacturer representative checked the device. It had been just three years since the battery was installed. The patient reported that three years seemed like a short time for a battery to perform and the battery probably stopped two and a half years ago. The patient was also having severe lower back pain, which was more intense in the left hip area where the device was located. The patient had her left kidney removed in (B)(6) 2014 related to cancer in the bladder and that is when the pain began. The pain had been getting more pronounced and gradually worse, and the patient was not sure if the pain was related to her device. The patient stated that she had had no falls or trauma associated with the issue. The kidney removal may have caused some change in the placement of the device. The patient wondered if the device was pressing on a nerve as a result of surgery. The patient received assistance from her doctor or manufacturer representative and was thinking of getting the device taken out. She had a sense that she was still incontinent; she ¿just went poop and that was it.¿ the patient had to press hard to clear her bladder as though she had an obstruction. She had some kind of obstruction in her bladder so she was keeping urine. She wondered if the device could be the obstruction. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# v660709, implanted: (B)(6) 2011, product type: lead. (B)(4).